Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc received the additional information from olympus service operation repair center that there was a damage on the printed-circuit board of the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the damage on the printed-circuit board of the subject device due to some external force.

Manufacturer narrative:
He subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the subject device could not be turned on. There was no patient injury associated with this report.